Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that during an internal inspection, two extra pouches were found.